Manufacturer narrative:
(B)(4). (B)(6). The reporter's full name was not provided as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the monitor of the console device displayed an e8 error code. It was reported that the operating room nurse tried many times to turn the power switch off and on; however, the issue was not resolved. The reporter stated that the device was switched with a new console device and used with the same handpiece device and the issue was resolved. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the connector was damaged. It was further determined that the pin was terminated at the mains connection (earthing). It was further determined that the device failed pretest for software version, motor lock, hand control, rotational speed motor 1, air pump test, irrigation pump, foot pedal and manual speed and connector resistance. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:correction: device availability: the device availability was inadvertently documented as may 19, 2017 in the initial report. The date returned to manufacturer was corrected to jun 15, 2017. Upon further review of the device evaluation, it was determined that the reported condition of the e8 error code could not be confirmed. A visual and functional assessment was performed on the device which found that the device passed all operational specifications. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the ground lug had a broken ac input module. It was determined that the issue was consistent with mishandling by dropping or hitting the device against something with the power cord plugged in breaking the ground lug off. It was further determined that the device was returned with a non-anspach power cord with the ground lug stuck in it. It was determined that the component damage was caused by improper handling of the device. The assignable root cause has been corrected from wear from normal use and servicing to improper handling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.